Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va1bfa2, implanted: (B)(6) 2017, product type lead. Product ID: 3387s-40, lot# va17zeq, implanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient had an infection at the site of the right side lead. Drainage was occurring. The issue reported that the issue occurred in early, and the patient had an episode in which they passed out. The leads were explanted, and the ins was left in. No further complications were reported.